Event description:
Litigation alleges that the patient suffers from pain and suffering. Update rec¿d (B)(4) 2012¿ medical records received. Part/lot was provided. This complaint is for the left hip. The cup is also be added for loosening which caused the cup to rotate some. There is no new additional information that would affect the existing MDR decision. The complaint was updated on :(B)(4) 2014

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 9/21/2012- pfs received. Pfs reviewed for MDR reportability. The pfs reported pain and difficulty getting around. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 5, 2016.

Manufacturer narrative:
(B)(4) - litigation alleges that the patient suffers from pain and suffering. Update rec¿d 9/21/2012¿ medical records received. Part/lot was provided. This complaint is for the left hip. The cup is also be added for loosening which caused the cup to rotate some. There is no new additional information that would affect the existing MDR decision. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.